Event description:
Tech alleged that the trendelenburg lever does not work except with the electronic bed functions. No pt impact.

Manufacturer narrative:
The tech replaced the trendelenburg valve to resolve the issue.